Event description:
It was reported that the patient underwent endoscopic sinus surgery. The surgeon was using a hydrodebrider to irrigate fungus in patient's maxillary sinus. During irrigation, the doctor discovered that it was not fungus. The patient's eye started to swell. There was an issue with the orbit of the eye; the specific issue was not provided. The surgeon stopped the irrigation and drained the sinus. Reportedly, the patient responded well and there were no patient complications.

Manufacturer narrative:
(B)(4). The device nor applicable imaging films were returned to the manufacturer for evaluation. The system user's guide includes a warning that care should be taken not to direct the flow of irrigant through the fistula and into the orbit. A review of the device history records is not possible without additional device information. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter, despite multiple attempts to obtain the required information.